Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced an untreated episode during the night while sleeping, from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device. The following day the patient was seen in the clinic. The physician noted 2 untreated episodes, due to sense b noise/artifact caused by oversensing in the primary vector. The physician performed arm movements and provocative maneuvers, which recreated the artifact with arm movements. The device was programmed to the secondary vector, sense b artifact, and low amplitude were noted. A technical service (ts) consultant was asked to review the device data in latitude, advising the episodes show a signal signature which is consistent with changes in the impedance pathway of the sensing vector. The primary vector gain x1, shows non-physiological signals, high amplitude and sense b noise. Ts advised that the s-ICD device, capacitor begins to prepare for a shock, but the shock is not delivered because it's no longer needed. Noise makes oversensing of the device, the device believes the patient was in ventricular tachycardia (vt) and began to charge the capacitor. Noise is seen by the device and then stops before the capacitor fully charged, or before the shock reconfirmation. Ts noted device shock impedance are within normal range however a gradual increase in shock impedance. Implant shock impedance was 105 ohms, and now has increased to 120 ohms. Ts provided recommendations for x-ray images and possibly system revision due to system integrity. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating the electrode and s-ICD were explanted. A new s-cid and electrode where implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This returned electrode was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection revealed a benign bubble with a crack in a notch area next to the sense b electrode however, the crack did not extend into insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced an untreated episode during the night while sleeping, from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device. The following day the patient was seen in the clinic. The physician noted 2 untreated episodes, due to sense b noise/artifact caused by oversensing in the primary vector. The physician performed arm movements and provocative maneuvers, which recreated the artifact with arm movements. The device was programmed to the secondary vector, sense b artifact, and low amplitude were noted. A technical service (ts) consultant was asked to review the device data in latitude, advising the episodes show a signal signature which is consistent with changes in the impedance pathway of the sensing vector. The primary vector gain x1, shows non-physiological signals, high amplitude and sense b noise. Ts advised that the s-ICD device, capacitor begins to prepare for a shock, but the shock is not delivered because it's no longer needed. Noise makes oversensing of the device, the device believes the patient was in ventricular tachycardia (vt) and began to charge the capacitor. Noise is seen by the device and then stops before the capacitor fully charged, or before the shock reconfirmation. Ts noted device shock impedance are within normal range however a gradual increase in shock impedance. Implant shock impedance was 105 ohms, and now has increased to 120 ohms. Ts provided recommendations for x-ray images and possibly system revision due to system integrity. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating the electrode and s-ICD were explanted. A new s-cid and electrode where implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this patient experienced an untreated episode during the night while sleeping, from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device. The following day the patient was seen in the clinic. The physician noted 2 untreated episodes, due to sense b noise/artifact caused by oversensing in the primary vector. The physician performed arm movements and provocative maneuvers, which recreated the artifact with arm movements. The device was programmed to the secondary vector, sense b artifact, and low amplitude were noted. A technical service (ts) consultant was asked to review the device data in latitude, advising the episodes show a signal signature which is consistent with changes in the impedance pathway of the sensing vector. The primary vector gain x1, shows non-physiological signals, high amplitude and sense b noise. Ts advised that the s-ICD device, capacitor begins to prepare for a shock, but the shock is not delivered because it's no longer needed. Noise makes oversensing of the device, the device believes the patient was in ventricular tachycardia (vt) and began to charge the capacitor. Noise is seen by the device and then stops before the capacitor fully charged, or before the shock reconfirmation. Ts noted device shock impedance are within normal range however a gradual increase in shock impedance. Implant shock impedance was 105 ohms, and now has increased to 120 ohms. Ts provided recommendations for x-ray images and possibly system revision due to system integrity. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.